Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that sometimes the pump was not delivering formula as expected. They stated that it would randomly sound like it was running, but nothing would be delivering. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [Complaint-(B)(4)].